Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery is faulty.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The available details indicate that the device failed to charge and battery light get flashing. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.